Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 42 mg/dl. Customer's other blood glucose value was 82 mg/dl and over 300 mg/dl. Customer declined trouble shoot for high and low blood glucose. Customer was using auto mode. The device will not be returned for analysis.